Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced visual halos, which are not adapted by the patient. The iol was exchanged for another monofocal lens model following the initial implant procedure. The clinical reason for the explant was mentioned as anisometropia. Additional information has been requested.